Event description:
Sterilization integrator leaked during sterilzation and released dye into "would be" sterile package. With dye released, instrument had to be reprocessed since integrity of package was compromised.although there was no adverse event, the potential exists for a compromised package to be released, thereby putting patients at risk.